Event description:
A falsely elevated ctni result of 1.1ng/ml was obtained on the dimension rxl max and reported to the physician. Physician questioned result. Repeat testing on an alternate analyzer was 0.05ng/ml. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated ctni result. Analysis of instrument data indicated maintenance was required for wash station.